Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from an orthopedist. This case concerns a (B)(6) female patient who developed synovitis after receiving treatment with synvisc at a dose of 4 ml (device misuse). No past drugs were reported. The patient's medical history was significant for osteoarthrosis of right knee (since 10-15 years). Concomitant medication included methotrexate (trexan) for rheumatoid arthritis (seronegative) in several joints. On (B)(6) 2013, the patient received treatment with intra-articular synvisc injection at a dose of 4 ml; once (device misuse) into the right knee (batch/lot number and expiration date: unknown) for right knee gonarthrosis. On (B)(6) 2013; 7 days after receiving treatment with synvisc, the patient developed synovitis associated with oedema of knee, pain in knee and fever of 37.8 degree celsius and c-reactive protein of 146 mg/1 (normal range: 0-9 mg/1). On (B)(6) 2013, the patient was hospitalized and arthroscopic knee synovectomy was performed with meniscus partial excision and knee exploration. The fluid removed was whitish with soft clots. Bacteriological analysis showed no microbes in the synovial fluid. On the same day, the patient initiated treatment with intravenous clindamycin hydrochloride (dalacin). On unknown dates in (B)(6) 2013, the patient's x-ray was done which revealed signs of arthrosis, patient's c-reactive protein levels were 125 (units not provided) and body temperature was 37.4 degree celsius. On (B)(6) 2013, the patient was discharged from the hospital. On (B)(6) 2013, the patient received treatment with triamcinolone acetonide (kenalog) to right knee for the event of synovitis. On around (B)(6) 2013, the patient recovered from the event. On (B)(6) 2013, treatment with clindamycin hydrochloride was stopped. Action taken: no action taken. Corrective treatment: clindamycin hydrochloride, triamcinolone acetonide, non-steroidal anti-inflammatory nsaid's (unspecified at the time of report) and arthroscopic knee synovectomy. Outcome: recovered for the event of synovitis. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and the results were pending for the same.

Manufacturer narrative:
Pharmacovigilence comment: sanofi company comment dated (B)(4) 2014: in this case, the causal role of the synvisc cannot be excluded for the occurrence of the event of synovitis, however, the lack of information regarding the underlying medical history and the concomitant medications used by the patient precludes the complete case assessment.